Manufacturer narrative:
(B)(4).

Event description:
It was reported that a por (power on reset) condition existed. This occurred following emi (electromagnetic interference) exposure during procedure using electrocautery. It was noted that the reporter was given the device serial number to clear por and program device. Resolved.